Event description:
Infections and infestations: biliary sepsis (5 devices).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. 510k: k182980.

Event description:
Supplemental report is being submitted due to updates to event description. Infections and infestations: biliary sepsis (2 devices).

Manufacturer narrative:
510k: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k182980 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a document review prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists sepsis as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined. A possible root cause of known potential complications associated with stent placement procedure was determined. As per medical advisor input ¿sepsis is not an uncommon complication in percutaneous biliary procedure¿. It should be noted the the IFU lists sepsis as a potential adverse event. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, 05 patients developed biliary sepsis. As per medical advisor input ¿three patients already had sepsis symptoms (2 sepsis and 1 septic shock) prior to the procedure. It was likely that only 2 sepsis developed post stent placement procedure¿. Medical intervention would have been required in 2 cases as a result of sepsis, as per medical advisor input, 'require intervention/additional procedures'. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 16-dec-2022.